Event description:
Patient was put on table for MRI and was on IV pump with meds to keep his blood pressure from dropping. The localization scan was completed then the patient began to move around in the scanner rapidly. He stated "I'm in a lot of pain." I went in the room and the patient started saying his chest was hurting while he was pointing to his abdomen. He then said "my heart is about to explode." Patient was given something to help calm him down and refused to finish the test. Rn call back to ask if she could borrow my pump and some tubing. When she returned the machine she had discovered the pump had given the patient a bolus. I called biomed in and the machine was removed from MRI and is to be sent to the manufacturer to be checked.